Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Surgeon removed cr size4 9mm tibial insert and replaces it with a cs size 4 11mm tibial insert. Patella was also implanted. Patient had been complaining of weakness. Xrays and product labels attached in photos. Primary surgery was a right knee replacement done by (B)(6) on (B)(6) 2019.